Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Initial reporter - the article was written by wesley g. Lackey, merrill a. Ritter, michael e. Berend, robert a. Malinzak, philip m. Faris and john b. Meding.

Event description:
Information was received based on review of a journal article titled, "midterm results of the vanguard ssk revision total knee arthroplasty system," which retrospectively reviewed the midterm results of the vanguard ssk revision knee system in 272 patients (297 knees) implanted between 2005 and 2013. Two patients were identified in the study who underwent revision procedures due to arthrofibrosis; during these procedures the vanguard ssk components were implanted. There has been no further information provided and the patient outcomes are unknown.